Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se found pin 3 on one of the cables loose in the connector. It was noted that this wire was one of the two inferior vena cava (ivc) pressure signal wires. The connector did not have any damage and the se pushed the pin into place in the connector to secure it. The pin was no longer loose after it clicked into place properly. Pressure readings on the graphical user interface (gui) were stable afterwards throughout testing, including when moving and straining the signal cabling. The se tested the system with the pressure checker as well and all tests were normal. The root cause of the pressure sensor issue was attributed to the connector not being assembled properly from manufacturing resulting in a loose pin.

Event description:
The device user (du) reported that the metra was not transitioning from preparation mode to liver on board mode. Troubleshooting was attempted at first with no resolution. The surgeon was guided through further troubleshooting by a clinical research engineer (cre) to increase arterial pressure and induce liver on board mode. It was determined that the inferior vena cava (ivc) pressure sensor was not functioning properly. The ivc pressured consistently measured as 19 mmhg throughout the perfusion. Subsequently, the du decided to discard the doner liver due to unstable perfusion caused by excessive bleeding and inability to control hemostasis. The reported pressure failure was said to have contributed to early perfusion instability also.